Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose was reported ¿high¿; although specific value was not provided. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies to address the issue and resumed insulin delivery.